Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the attending physician's assessment. It was indicated that detailed investigation was performed on (B)(6) 2019 and it was confirmed that the report that the patient fell down had no relationship with the drug or intrathecal baclofen (itb) system and was not an adverse event. It was stated that the patient fell down because they stumbled over something like a rag.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient who was receiving gabalon at a dose of 30 mcg/day via an implantable pump for vascular disease of spinal cord. It was reported that the patient experienced an infection on (B)(6) 2019. It was noted that after the pump was implanted, the progress was satisfactory so the patient was discharged from the hospital on (B)(6) 2019. The patient fell down at an unknown place and visited the hospital. Swelling around right above the pump was confirmed. The patient also had a fever and a bacteria test was performed. The patient's white blood cell was 11000 and c-reactive protein (crp) was 3.7. Staphylococcus aureus was detected and cefamezin was administered. On (B)(6) 2019 the patient's fever was brought down and the swelling went down. As of (B)(6) 2019, the outcome of the event was considered in remission and cefamezin was administered for two weeks in total just in case. As of (B)(6) 2019, the patient's swelling went down further and crp was 0.12 and negative conversion was confirmed. It was indicated that removal or continuous use of the intrathecal baclofen system in the future would be considered from the aspect of risk and negative conversion. Therefore, it was also confirmed that the schedule for refilling would be delayed. In addition, per the attending physician's assessment it was stated that it was considered that the source of infection was not the pump or the catheter and the infection was attributed to the procedure or the environment, etc. No further complications were reported or anticipated.